Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that the li61se lens was inserted into the pt's eye and immediately removed as the haptic bent intraoperatively. The incision was enlarged to remove the lens and another same model and diopter backup iol was successfully implanted. Sutures were necessary to close the wound. The surgeon has indicated that in his opinion the most likely cause of the iol damage was due to forceps/handling. The pt's current status is indicated as being excellent. Please reference MDR#: 1119279-2011-00175.